Event description:
Hip surgery [hip surgery] knee is now acting up again (right knee) [unspecified disorder of knee joint]. Case narrative: initial information was received on 01-may-2023 regarding an unsolicited valid serious case from a patient's grandson from canada. This case is cross linked with case (B)(4) (multiple device suspect used for the same patient). This case involves an elderly female patient who had hip surgery and knee was acting up as of (right knee) again while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), concomitant medications and family history were not provided. The patient had no medical history, concomitant disease or risk factor. On an unknown date, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) solution for injection in right knee via intra-articular route (with strength: 16mg/2ml, an unknown batch number, expiry date, dosage, frequency) for osteoarthritis. Information regarding batch number was requested. She has had hip surgery (onset date and latency: unknown) (seriousness criteria: medically significant) and was in a very long recovery. Her knees were now acting up again (right knee) (arthropathy, onset: 2023, latency: unknown). It was unknown if the patient experienced any additional symptoms/events. There were no lab data/results available. Action taken: not applicable for arthropathy and unknown for hip surgery. Corrective treatment: not reported for both the events. Outcome: recovered for the event hip surgery and not recovered for the other event. A product technical complaint (ptc) was initiated on 01-may-2023 for synvisc (batch number: unknown) with global ptc number (B)(4). The sample status was not available. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction or would lead to death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (B)(6) 2023. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 09-may-2023 with summarized conclusion as no assessment possible. Additional information was received on 09-may-2023 from healthcare professional (quality department). Ptc results along with strength was added. Text amended accordingly.

Event description:
Hip surgery [hip surgery] knee is now acting up again (right knee) [unspecified disorder of knee joint] case narrative: initial information received on (B)(6) 2023 regarding an unsolicited valid serious case received from a patient's grandson from canada. This case is cross linked with case (B)(4) (same patient). This case involves elderly female patient who had hip surgery and knee is now acting up (right knee) again while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), concomitant medications and family history were not provided. The patient had no medical history, concomitant disease or risk factor. On an unknown date, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) solution for injection in right knee via intra-articular route (with an unknown batch number, expiry date, strength, dosage, frequency) for osteoarthritis. Information regarding batch number was requested. She has had hip surgery (onset date and latency: unknown) (seriousness criteria: medically significant) and was in a very long recovery. Her knees were now acting up again (right knee). It was unknown if the patient experienced any additional symptoms/events. There were no lab data/results available. Action taken: not applicable for both the events corrective treatment: not reported for both the events outcome: recovered for the event hip surgery and not recovered for the other event. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2023: this case concerns an elderly female patient who had hip surgery while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the information received, causal role of the company suspect product cannot be excluded. Further, detailed information regarding the chronology, information regarding underlying reason would aid in comprehensive assessment of the case.